Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient complained severe knee pain and instability after the patient heard some sound in knee one month ago. So dr. (B)(6) tested rom and stability in knee. Dr. (B)(6) guessed post fx or mcl loosening, and so he decided revision (liner change or tibial revision), and found out post fx in intra-operating. So dr. (B)(6) did replacement of liner in rt knee.